Event description:
It was reported during the angio-seal device deployment, following the step of anchor deployment, the user was unable to pull the device back and out. The st jude medical rep was phoned and instructed the physician to cut below the hub to reveal the suture and tamper tube to complete the deployment. Several days later, the rep discovered the pt had undergone surgery to remove the device.